Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that low flow alarms were observed. Review of the log file confirmed multiple strings of continuous low flow alarms. The patient has a known outflow graft obstruction. The patient's system controller was exchanged on (B)(6) 2020 to mitigate low flow alarm burden.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined. Although the report of low flow alarms was confirmed through the analysis of the submitted log files, a specific cause for the alarms could not be conclusively determined. The report of an outflow graft obstruction could not be confirmed as the device remained in use and no images were provided. The account reported that the patient had low flow alarms occurring on (B)(6) 2020. The first two submitted system controller log files captured multiple low flow hazard alarms occurring on (B)(6) 2020 and (B)(6) 2020, when the flow dropped below the 2.5 lpm threshold. By 17:11:33 on (B)(6) 2020, the flow started to increase above the 2.5 lpm threshold. The log file showed the pump operating above the low speed limit throughout the entire log file. No additional atypical alarms were captured, and the log file appeared to show the pump functioning as intended. A third system controller log file captured additional low flow hazard alarms on (B)(6) 2020 until a controller exchange was performed at approximately 17:17:32. The fourth and final log file appeared to capture the initialization of power to the system controller and the changing of the set speed from manufacturing settings of 6000 rpm to 8600 rpm. This appeared consistent with the account¿s report of a controller exchange. Following the initialization of power to the system controller and the changing of the set speed, no atypical alarms were captured. The log file appeared to show the pump functioning as intended. On (B)(6) 2020, the doctor reported that the patient had a known outflow graft obstruction which was still being investigated. On (B)(6) 2020, the patient underwent a controller exchange to epc to mitigate the low flow alarm burden. It was later reported that the low flow alarms resolved once the patient switched to their epc controller. The cause of the low flow alarms was not specifically identified. The patient was exhibiting symptoms of heart failure and, as of (B)(6) 2020, was in the intensive care unit (ICU). Tissue plasminogen activator (tpa) was attempted. The patient¿s pump function and ldh were monitored. The date the outflow graft obstruction was noted as unclear; however, it was reported that the patient was most recently admitted on (B)(6) 2020. No changes to the patient¿s condition or to the patient¿s anticoagulation status that may have contributed to the outflow graft obstruction were identified. The patient experienced low flows and lower powers. The patient remains ongoing on vad support. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explain that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The hmii patient handbook also provides a section on handling emergencies. The hmii IFU states that changes in patient conditions can result in low flow, such as hypertension. The surgical procedures section of the hmii IFU contains information regarding the preparation and attachment of the sealed outflow graft. This section cautions that ¿the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure¿. No further information was provided. The manufacturer is closing the file on this event.